Manufacturer narrative:
The facility reported the explanted screws will not be returned for evaluation. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, see also 1032347-2015-00390.

Event description:
It is reported a revision was performed due to a collection of cerebral fluid under the scalp. During the revision, the surgeon identified the screws backed out of the implant. The screws in the patient's native bone were firm and fixed, therefore they were not removed. The surgeon had some difficulty re-fixating the implant using the existing holes. He was able to achieve fixation by drilling new holes a few millimeters right or left of the existing holes in the implant.

Manufacturer narrative:
The complaint cannot be verified as the cranioplasty implant remains implanted in the patient and no screws were returned to assist in the investigation. A cerebral spinal fluid leak is a known risk of a craniotomy surgery and is not likely related to the implants. The patient had the implant for about seven (7) months with no reported issues. The implant was re-fixated and remains successfully implanted. All of the screws backing out at once indicates trauma. The most likely underlying cause of the complaint is trauma to implant. There are no indications of manufacturing defects. (B)(4). Supplemental report two of two for the same event, reference 1032347-2015-00390-2.